Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received multiple insulin pump error alarms. The customer's blood glucose was 423 mg/dl at the time of the incident. A displacement test performed and the device passed. However, the device failed the self-test. The pump error alarms recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms, the motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, keypad overlay texture damage, fading end cap address label, stained keypad overlay, and minor scratched lcd window.